Manufacturer narrative:
Device was used for the treatment, not diagnosis. The device is an instrument and is not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an open reduction internal fixation (orif) of a proximal tibia the drill bit broke while the surgeon was drilling the eight hole plate. The surgeon decided to leave the broken portion of the drill bit in the patient. A locking screw was able to be placed in the hold with the drill bit tip. The drill bit broke about an inch into the fluted area. The portion of the drill bit that was in the chuck was discarded into the sharps container and will not be available for evaluation. The lot number is also unavailable due to the bit being discarded. The surgery was completed successfully with no delay. This is report 1 of 1 for complaint (B)(4).